Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study it was reported that chest pain and restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the proximal saphenous vein graft (svg) to mid left anterior descending (lad) artery with 80% stenosis and was 22mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50x24mm promus element¿ plus drug-eluting stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient experienced chest pain like radiation to the neck, associated with shortness of breath, nausea and lightheadedness. The following day, the patient was brought to the emergency medical services for chest pain. Subsequently, the patient was referred for cardiac catheterization. Four days later, the 70% stenosis located in the mid right coronary artery (rca) was treated with placement of a 2.5x8 promus premier drug-eluting stent. Following post-dilatation residual stenosis was 0%. Five days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.